Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use is not available and cannot be analyzed. No unused product available for investigation. Nothing unusual to report was found during DHR review. Therefore root causes are unknown for file breakage.

Event description:
In this event it was reported that a hedstroem file broke in a patient's tooth during treatment. The broken piece could not be retrieved and was incorporated into the filling.